Event description:
Device was removed from the pt and the retention dome broke. The component remaiend in pt and has not passed. The pt's record indicated that the device was placed in 2000, but the complainant will verify the date.

Manufacturer narrative:
The complaint was confirmed. The dome broke from the peg tube. The incident questionnaire that was returned with the complaint sample indicated that the dome broke during traction removal. The jagged, granular veneer of the retention dome remnant is a trait indicative of a break. The break in the tubing is a result of excessive force that was applied while removing the device. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. Visual and microscopic examinations of the product did not reveal any defect or deformity related to the mfg process. The product was in place approx 4.5 yrs. This will be considered a user related issue.